Event description:
It was reported that the atrial lead exhibited under sensing, noise and high thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.